Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a vessel dissection occurred. The target lesion was located in the right coronary artery (rca). Following pre-dilation with a 2.00 x 20mm emerge balloon, a 2.50 x 12mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. Ultimately, a vessel dissection occurred. The patient was then sent to surgery for bypass. No further patient complications were reported.